Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) and bard/davol ventralight st on (B)(6) 2012 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) and bard/davol ventralight st on (B)(6) 2012 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated ventral incisional hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per op notes, ¿the hernia sac was identified with peritoneal fat was reduced. The sac was dissected and reduced. A bard flat mesh (device #1) was placed using prolene sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia with abdominal pain thereby underwent laparoscopic repair with implant of ventralight st (device #2). Per op notes, ¿the omental adhesions to abdominal wall were taken down. Two hernia defects with incarcerated fat were identified and reduced. A ventralight st (device #2) was placed and tacked using capsure tacker.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.